Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log was unable to confirm the reported problem. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not detect the cassette. There was unknown patient involvement.